Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42, but there was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset information and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.